Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheter had the catheters split. The following information was provided by the initial reporter: "on three different patients with three different rns, the rn¿s report the catheter sheath splitting when trying to advance the needle. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1236824. Medical device expiration date: 2024-07-31. Device manufacture date: 2021-08-24. Medical device lot #: 1187244. Medical device expiration date: 2024-06-30. Device manufacture date: 2021-07-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ shielded IV catheter had the catheters split. The following information was provided by the initial reporter: "on three different patients with three different rns, the rn¿s report the catheter sheath splitting when trying to advance the needle. "

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used un-retracted unit from lot number 1187244 along with its top web. Upon inspection of the unit, it was identified that dried media is present within the catheter tubing which indicates that venipuncture has been performed. The device was then microscopically inspected for splitting or damage to the catheter tubing. During the microscopic inspection, v-shaped damage was observed approximately ¼ of the way down from the tip. The v-shape damage is indicative of the needle piercing the catheter wall. The needle may pierce the catheter wall during manufacturing (set together step) or during use due to advancing at the wrong angle or moving the needle up and down the catheter tubing. The present of dried media within the device indicates that the defect most likely occurred during application. Performing venipuncture with the needle pierced through the catheter would be extremely difficult and the catheter would be unable to insert into the skin and likely cause excessive pain to the patient. Our quality engineer inspected the sample submitted for evaluation. Bd received one used retracted unit along with its original packaging from lot 1236824. Upon inspection of the unit, it was identified that dried media is present within the catheter tubing which indicates that venipuncture has been performed. The device was then microscopically inspected for splitting or damage to the catheter tubing. During the microscopic inspection, v-shaped damage was observed approximately ¼ of the way down from the tip. The v-shape damage is indicative of the needle piercing the catheter wall. The needle may pierce the catheter wall during manufacturing (set together step) or during use due to advancing at the wrong angle or moving the needle up and down the catheter tubing. The present of dried media within the device indicates that the defect most likely occurred during application. Performing venipuncture with the needle pierced through the catheter would be extremely difficult and the catheter would be unable to insert into the skin and likely cause excessive pain to the patient. A device history record review showed no non-conformances associated with this issue during the production of this batch.